Manufacturer narrative:
(B)(4). The peritonitis occurred on an unknown date in (B)(6) 2016. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described as due to, "the patient works on a farm and not having a dressing on the exit site makes a bad mix and he made a touch contamination". The patient was not hospitalized for the peritonitis event. The patient was treated with intraperitoneal (ip) gentamicin and ip vancomycin (doses, frequencies, duration and routes of administration not reported. Action taken with pd therapy was not reported. The patient was recovered from this peritonitis event. On an unknown date, the patient was retrained on the proper aseptic technique. No additional information is available. .